Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead 2010-(B)(6); 4194-88 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the device longevity did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.